Event description:
It was reported the procedure was to treat a moderately calcified lesion in the right coronary artery. The bmw universal was used during the procedure along with a run through guide wire however during removal the wires became entangled and the tip of the bmw universal broke off. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The material separation was confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It appears the guide wire was kinked/bent significantly at the distal end the hypotube junction to the distal core. Additionally, the coils are pulled off the core at the separation, which would be expected due to the noted separation. The cause of the kink/separation cannot be determined; it is unknown if the kink/separation is a cause of the entanglement of the wires, or a result of the entanglement. The entanglement and separation would both lead to the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A4 - weight 98.5kg.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the right coronary artery. The bmw universal was used during the procedure along with a run through guide wire however during removal the wires became entangled and the tip of the bmw universal broke off. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.